Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect user interface module (uim) part number 16950 and serialized (B)(4) for investigation. The failure analysis (fa) lab performed a visual inspection of the internal components and found a small crack on top left of rear cover component item 22280 (etco2 yellow collar) to be missing. Additionally, a damaged etco2 connector was also found. The fa lab also performed multiple power on cycles on the suspect on the test uim and found the display would not power on. The fa lab was able to duplicate the reported issue. The back-light inverter sub-component was found not to be illuminating. On further evaluation of the back-light inverter, the transistor q3 and transformer t2 displayed a burn residue. Voltage testing of the back-light inverter, was performed, which found to be out of specifications. A known good backlight inverter was installed onto the uim and the uim display powered on with no issues. At this time, the root cause of the reported issue was due to material fatigue of components within the back-light inverter.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and or the device/component evaluation in a follow-up report once the final evaluation is completed.

Event description:
The customer reported a blank display during setup on this ventilator device. The customer stated no patient involvement with this event.